Event description:
It was reported this was a procedure to treat a mildly tortuous, mildly calcified and 90% stenosed left anterior descending artery. A 2.25 x 15mm xience xpedition drug eluting stent (des) was inserted and deployed in the target lesion. However, after post dilation was performed with a 2.25 x 12 mm nc trek balloon an edge dissection was observed at the distal edge of the stent. For treatment, an additional 2.25 x 15mm xience xpedition was deployed to cover the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.